Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2021 a wet tap was noted due to significant scar tissue build up from the previous implant. Physician administered a blood patch and aborted the procedure.